Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, there was foreign material present inside the auxiliary water channel and at the scope connector point. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Though it is possible that the user may have deviated from the recommended instructions provided on the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus evis colonovideoscope due to a control knob issue. During the device evaluation, foreign material was discovered in the auxiliary water flow as well as the scope connection point. There was no patient involvement during this event.